Event description:
Pharmacy manager called into baxa technical support on (B)(6) 2012 stating that a patient's blood glucose levels rose to an unexpectedly high level on (B)(6). The infusion was stopped before the entire tpn therapy bag was infused. Once the infusion was halted, the patient's blood glucose levels dropped back to normal. During trouble shooting with the customer, it was determined that the customer did not perform a cross check of the compounder set up and the dextrose 70% and water inlets were switched on the compounder. Dextrose 70% ingredient was connected to port 24 instead of port 23, therefore, the amount of dextrose 70% the patient received should have been the amount of water. No adverse events or patient injury resulted as a result of this infusion. The device operated as intended and delivered the correct order amount of the requested ingredient.

Manufacturer narrative:
Review of database black box files was performed. The device operated as intended and delivered the correct ordered amount of the requested ingredient. No adverse events or patient injury resulted as a result of this infusion. Baxa requested all of the information needed to be able to investigate the reported issue. Baxa was provided with the em2400 database and the black box files. Based on the provided information, the root cause of the issue was determined to be user error in the setup of the em2400 compounder (the user did not follow the recommended process during the "prime and verify" step during set-up of the compounder). The inlet (tubing connecting the ingredient to the valve set) of the dextrose 70% ingredient was incorrectly attached to port 24 (connection point on the valve set). Baxa technical support reiterated, to the customer, the correct usage of the em2400 compounder as stated in the operators manual. How to properly set up of the compounder, specifically, "t.a.s.h.l" an acronym used to assist operators during the "prime and verify" process. A review of risk documentation was performed, and it has been concluded that this issue is not occurring with greater frequency or severity than anticipated. Em2400 compounder black box data: is a log of the commands the compounder receives and the actions the compounder takes to produce the tpn bag. Em2400 barcode scanner label: labels provided to the customer in order to correctly identify which ingredient is connected to a specific port. The label is to be placed on every ingredient hung on the compounder for barcode identification. This is first confirmed during the "prime and verify" stage during daily set up. A secondary review of the compounder set up is recommended in the operators manual and is reiterated during installation training provided by baxa. Prime and verify: the process of setting up the compounder; scanning the labels for each product, then the pump will pull a small amount of ingredient from each product connected to the compounder. During this process the user is instructed to physically and visually verify the correct ingredient is pumping, by holding the tubing and follow the ingredient movement to the port. T.a.s.h.l.: (touch, attach, spike, hang, label) the user is instructed to maintain physical contact with the ingredient and tubing during this process. Touch the cap on the ingredient specific port, attach the required tube to the port, spike the ingredient container using the same tube, hang the ingredient onto the vial rack attached to the compounder, label the ingredient using the em2400 barcode scanner labels to identify the correct port.